Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion due to the estimated battery longevity lower than expected. This device was subsequently explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.